Event description:
Used amo complete moisture plus contact lens solution. Eyes became infected-red, discharge, soreness, etc.-. I also noticed that a rubber-like seal formed around the lid of my contact lens case. When I would unscrew the top a thin ring of congealed solution would "string" off the case. This would occur overnight. When I noticed this I immediately stopped using the product. It was lot #ap00802. I have one unopened bottle and one half empty. They had an expiration date of sep 2006 but I used them back in june.